Manufacturer narrative:
Additional information: g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the loading unit was partially applied. The interlock was engaged and microscopic inspection noted no knife blade damage. The device was assembled and applied to test media with acceptable results. The knife cut completely and cleanly and the remaining staple line was properly formed. It was reported that there was tissue bunching during knife blade advance and that the jaws would not close. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of incomplete firing stroke. Visual examination noted that the loading unit was partially applied. The product analysis noted evidence that the device was not used as intended. This issue can occur if the firing stroke is not complete and the firing knob is not fully retracted after firing of if the instrument is applied against an excessive amount of tissue during the clinical application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: the instrument should not be used on tissue such as liver or spleen where compressibility is such that closure of the instrument would be destructive. Tissue thickness should be carefully evaluated before firing any stapler. If the tissue can not comfortably compress to the specified minimum requirement, or compresses to less than this requirement, the tissue may be too thick or too thin for the selected staple size. Do not rotate the firing knob during firing. Rotating the knob during firing may cause damage and possible instrument malfunction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a right hemi colectomy using the open stapler. The tissue kept pushing away during firing, the slipping issue, and staple line reinforcement was required through suturing. It was also noted that the cartridge could not clamp tight enough. Suturing was performed as an intervention to reinforce the staple line. There was no patient injury.

Manufacturer narrative:
Additional information: b5, g3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a right hemi colectomy using the open stapler. The tissue kept pushing away during firing, the slipping issue, and staple line reinforcement was required through suturing. Suturing was performed as an intervention to reinforce the staple line. There was no patient injury.

Manufacturer narrative:
D10 concomitant medical product: gia80mts, stapler gia80mts med thick tristp, (lot #n4b2123uy) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.